Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that during trach care with 2 nurses, trach tube dislodged. It was noticed that the balloon on the trach still had 2 ml of sterile water (as ordered) but the internal part was not inflating. There was no patient injury reported.

Manufacturer narrative:
Additional information b5 d5 h6 this MDR was generated under protocol b10010116, as a result of warning letter 3012307300-2022-05701-1 (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. One sample was received in used conditions without original package. Sample was filled with 5 cubic centimeters (cc) of air according to procedure to see if there was any functional problem. When the sample was inflated with air, the cuff only inflated one side. According to the instruction for use (IFU), the pilot balloon was manipulated, and the cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the time the cuff inflated completely and symmetrically, based on analysis the complaint is not confirmed. The root cause of the reported problem could not be determined since the sample successfully passed functional test. No corrective actions were taken since the complaint was not confirmed, corrected data: d1 g5.

Event description:
Additional information received via customer response email (B)(6) 2022: the reported issue did not cause or contribute to patient or clinical injury.